Event description:
It was reported during the procedure 3 units of vboss 14mm small round endcap, and 2 units of vboss 14mm small round endcap 5 deg, had broken at the same time. The surgeon was still implant able to implant the cage and complete the surgical procedure.

Manufacturer narrative:
Catalog number- 33661400sr & lot number-112934 (3 units of vboss 14mm small round endcap).catalog number- 33661405sr & lot number- 086466 (2 units of vboss 14mm small round endcap 5 deg).

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; labeling review. Results: the customer reported event of the vboss 14 mm small round endcap was confirmed by the sales rep report. The endcap breakage occurred during preparation for implantation. Manufacturing records were reviewed and did not reveal any anomalies related to the event. No inspection of device because device not returned. Conclusion: the root cause could not be pin pointed due to the absence of the device. The most probable cause of the endcap breakage is an excessive impaction force while inserting the endcaps onto the cage.

Event description:
It was reported during the procedure 3 units of vboss 14mm small round endcap, and 2 units of vboss 14mm small round endcap 5 deg, had broken at the same time. The surgeon was still implant able to implant the cage and complete the surgical procedure.